Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited failure to sense and the set screw was difficult to remove after few tries the lead was replaced during the same procedure on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported events of a helix mechanism issue and failure to sense were confirmed. As received, a complete lead was returned for analysis. X-ray examination of the lead found the inner coil was over torqued at the connector pin region. Electrical testing did not find any indication of conductor fractures but did find an internal short. The cause of the reported events was due to the over-torque of the inner coil at the connector region consistent with procedural damage.

Event description:
The patient was presented for implant procedure. During the procedure, the atrial lead exhibited failure to sense and the helix failed to extend. The lead was replaced during the implant procedure on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
Correction: b5, h6.